Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, high, out of range pacing lead impedance was observed. Attempts to reposition the lead and changing the analyzer cables were made but were unsuccessful. Therefore the lead was not use and was replaced. The lead insulation was damaged during the procedure. Patient condition was stable.